Event description:
It was reported patient underwent ocif right proximal humerus procedure on an unknown date. Subsequently, surgeon removed the screws due to the screw length was too short for the plate.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown ; date implanted - unknown; date explanted - unknown; manufacture date - unknown.